Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using an ilet bionic pancreas with a dexcom g7 experienced repeated continuous glucose monitor setup difficulties, including pairing failure and a subsequent sensor failed alert, after initiating a new device setup and attempting to reenter the pairing code with restart and bluetooth toggle steps. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included the need for troubleshooting and patient education, with guidance to replace the cgm sensor if connection did not establish after additional waiting. Investigation included technical support review, device reboot, bluetooth toggle, and re-pairing attempts. Investigation of this case revealed that the cgm sensor failed to connect and generated a failure alert despite standard recovery steps. It was concluded that the event was attributable to a cgm sensor failure resulting in unsuccessful pairing, with no impact to patient health.